Event description:
A malfunction on a pump was reported by the customer, identified by malfunction code "malf 12." The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.